Event description:
Additional information received indicated the patient underwent surgical intervention on (B)(6) 2021. Diagnostics performed intra-op show multiple contacts on the patient's left lead had high impedance over 3,000 ohms and the patient's right lead had migrated. In turn, the patient's left lead was explanted and the right lead was repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04234. It was reported the patient experienced multiple fall events, a recent car accident and later lost effective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.